Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. Visual inspection found no damage to the conductor cables. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument's conductor wire was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was broken in half. There was no loss of cautery or thermal damage associated with the damaged wire. No fragment fell inside the patient¿s anatomy. There was no patient injury. The procedure was completed robotically with the same da vinci system and with a backup instrument. The procedure was delayed for a few minutes.